Event description:
It was reported there were high impedances greater than 4000 ohms and a ¿(???) Error¿ was shown. Reportedly, the header of the implantable neurostimulator (ins) had visible blood or fluid contamination causing the ins not have acceptable impedance levels either at greater than 4000 ohms or ¿???.¿ it was stated the lead was not adequately cleaned before placing it in the ins header. It was noted the ins was attempted to be reprogrammed without success and multiple attempts were made to clean and replace the lead in the header. It was stated the device was not implanted and a different product was used. It was noted the issue was resolved. It was stated the patient was successfully implanted and programmed for proper stimulation.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), product type implantable neurostimulator; product ID 3093-28, lot# va0938w, implanted: (B)(6) 2013, product type lead. (B)(4).